Event description:
A distributor in the (B)(4) reported that an rt340 adult dual-heated evaqua breathing circuit had a small hole in it. The distributor reported that they found the hole prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit has recently been received by fisher & paykel healthcare. We will provide a follow-up report upon completion of our investigation.